Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, which triggered the lead safety switch to move from bipolarity to unipolarity. A fractured lead was suspected. Upon explant, the lead was difficult to remove, and the helix broke during removal. A new rv lead was successfully placed as part of system upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedances, which triggered the lead safety switch to move from bipolar to unipolar. A fractured lead was suspected. Upon explant, the lead was difficult to remove, and the distal portion of the lead separated during removal. A new rv lead was successfully placed as part of system upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedances, which triggered the lead safety switch to move from bipolar to unipolar. A fractured lead was suspected. Upon explant, the lead was difficult to remove, and the distal portion of the lead separated during removal. A new rv lead was successfully placed as part of system upgrade. No additional adverse patient effects were reported.